Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting arching, an investigation is in progress. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, the supporting wire within the wrist of the monopolar curved scissors (mcs) instrument got damaged. The procedure was completing as planned with no reported injury. Intuitive surgical inc (isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.